Event description:
During a follow up on an unrelated issue the patient reported he was currently in the hospital for peritonitis. Product surveillance received a call from the peritoneal dialysis (pd) nurse on (B)(6) 2012 regarding the reported incident. The nurse reported the patient complained of abdominal pains on his right side and went to the emergency department on (B)(6) 2012 followed by admission to the hospital. The patient was diagnosed with peritonitis and treated with vancomycin (dose, route, and frequency not reported). The nurse believes the peritonitis was caused from gallbladder issues, but is unable to confirm. During the patient's hospitalization the patient was informed he had gallstones. The patient was discharged on (B)(6) 2012. The nurse considered the patient outcome as recovered from this event of peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The product code and lot number of this product are unknown at this time; however, the brand name and 510k have been provided in this MDR. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident of peritonitis no malfunction or use error could not be determined. A batch review was conducted on potentially associated lots (h11f27064, h11k16043, h11k29095, h11j07085 and h11k01037) and no issues were found related to the reported condition during the manufacture of those lots.